Manufacturer narrative:
The olympus service team received the subject device for the reported issue of frayed wires. As a part of the estimation process, this camera head underwent a visual inspection and functional tests to assess the device status. The user request was confirmed. Frayed wires was due to slice on cable. Lines on image due to faulty charge coupled device. Additionally, coupler stopper was loose. A device history record review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
Hold for rw 1.24 the customer reported to olympus, the high definition camera head wires were frayed. The issue was found during preparation for use/prior to sedation. There were no reports of patient harm.